Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral using another manufacturers' 6f introducer sheath. The 99% stenosed, de-novo target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). This 1.5mm x 20mm x 143cm sterling es balloon catheter was selected for pre-dilation. The balloon catheter was advanced to the lesion without difficulty and the balloon was inflated to 6atms for 120 seconds. On the second inflation, the balloon ruptured when 4atms was reached. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.